Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported channel 2 of the device did not sound an audible alarm tone during an alarm condition. During set-up, prior to patient use, channel 2 of the device alarmed with an unspecified alarm condition. The device was removed from clinical service. Therapy was initiated using a replacement device. During testing at the user facility, channel 2 of the device displayed e301 with no audible alarm tone. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.